Manufacturer narrative:
The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient underwent an initial surgery with proximal ncb. Subsequently, approximately 8 months and a half post implantation, patient fell and underwent a revision surgery due to distal femur fracture. Surgeon removed proximal ncb plate and replaced it with a distal plate to reduce and repair the new fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ncbâ®, periprosthetic trochanter plate, left, narrow item# 0202263301 lot# 3198677. Ncbâ®, locking cap (x3) item# 0202150300 lot# 31997780. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length item# 00223200418 lot# 66673083. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length (x2) item# 00223200418 lot# 66662043. Ncb cable button item# 47-2232-060-01 lot# 3139131. Ncb cable button item# 47-2232-060-01 lot# 3171212. Ncb cable button item# 47-2232-060-01 lot# 3200480. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.